Manufacturer narrative:
A ge rep evaluated the system and replaced the battery. The system operates as intended.

Event description:
The customer reported that there was saturation fault error and the system locked up. There is no report of pt injury or death.